Event description:
After pippetting an antibody screening plate the technician noticed that low sample volume was dispensed into all wells of row 7. No error was generated by the summit. No death or serious injury was associated with this incident.